Event description:
A representative later reported that they met with the physician in (B)(6) to review the latest recall. They also reviewed how to get logs to see if an alarm actually occurred. The physician was going to check at the next refill and also play the alarm for the patient¿s mom to see if she could hear it.

Event description:
A healthcare provider (hcp) reported that a refill was performed that ¿apparently went well¿. The patient¿s appointment for refill was the day of the report. The patient¿s low reservoir alarm was set to 1 ml at once per hour. The patient was noted to have been below the low reservoir alarm volume, and they had an expected residual volume of 0.4 ml. This amount was also noted to have been the amount that the hcp got out. The patient¿s mother did not hear any alarms. The patient had left the office, so it was agreed to review the alarms and logs with the hcp on (B)(6) 2013. There was no injury or death. The medication used within the system was unknown. The appointment was postponed to the following week.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the representative met with the hcp (patient not present) to review pump alarms in general. They stated at the time the patient was fine and may not have heard the alarm since it only went off once per hour "the way the hcp had it set". The representative suggested they set the critical alarm for every ten minutes, review the pump logs, and play the alarms for the patient's mother when the patient returned. They planned to check back with the hcp to see how the patient was doing. They do not recall the hcp saying that the patient experienced any symptoms.